Manufacturer narrative:
Results evaluations: investigation: the returned units were functionally tested and the report of leakage was confirmed. Testing revealed a tear of 0.73mm in the wall of the product cuff, 23.5mm from the distal tip of the tube. A reivew of our complaints history confirmed this to be the first complaint for the possible lot numbers identified. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during MFR. A further review of mfg records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: it is stated that the units were tested prior to use and only became deflated after nineteen hours in use. As such, this incident is unlikely the result of a mfg error. We have determined the root cause for this incident is that the cuff became damaged following insertion through the stoma. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. This report has been logged for trending.